Manufacturer narrative:
No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received multiple inappropriate shocks due to t-wave oversensing. The system was initially reprogrammed to a new sensing vector. However, imaging displayed a potential electrode abrasion that could have been the cause of the inappropriate shock. Subsequently, the entire subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted. The patient's ejection fraction has normalized so the physician has elected to not implant a new system. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests failed due to an induced fracture during the explant procedure. Microscopic inspections of the terminal pin assembly and electrode body found no other anomalies.